Manufacturer narrative:
Device evaluation of integrated charger was completed. The reported problem (charger resets) was confirmed. Upon investigation, the charger was resetting due to internally shorted q201 on the hotspot pca. The root cause of the shorted component was unable to be positively identified. No adverse event resulted from the damaged charger.

Event description:
A us distributor reported that a battery charger was resetting.